Event description:
Please reference pi1-15uy2hd submitted by the sales rep. This is for product #2 referenced in the event. During laparoscopic prostatectomy procedure the first device fired on tissue and then stopped. The manual override was used to release off the tissue. A second device of the same product code was used and would not "fire". However, in this product the manual override would not work. The surgeon then pulled the device off of the tissue. The tissue required suturing.